Event description:
It was reported that during a photo selective vaporization of the prostate procedure for benign prostatic hyperplasia, there was a reflecting mirror rupture, after the fiber was used for 00:00:37 minutes with 8355 joules. The procedure was completed with another fiber without patient complications. The gland volume of the patient was 100ml.